Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch # unk. Additional information was requested and the following was obtained: "my partner and I have both had issues with the clip applied not functioning correctly. I always personal fire the clip applier outside the patient on the drapes to ensure it closes properly. In one case it wouldn't fire at all even in the trial attempt to fire. A subsequent case it wouldn't completely close the clip. And the final case the clip applier work for the ex vice trial but in the patient the clips wouldn't load. Therefore I was concerned this was a defective lot of clip appliers." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip applier malfunctioned. There were no patient consequences reported.